Manufacturer narrative:
Additional information was added: the lot was manufactured from june 17, 2019 - june 18, 2019. Five (5) actual samples were received for evaluation. Visual inspection was performed and found the spikes of four (4) samples were detached. The pvc tubing was detached from the pump head assembly connector and the spike was found securely attached to the tubing of the fifth sample. Due to the nature of the returned sample no functional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020 to (B)(6) 2020. Devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of six (6) sterile repeater pump tube sets detached from the spike leading to a leak of unspecified liquid. This issue was identified during use of the device. There was no patient involvement. No additional information is available.